Event description:
It was reported that on (B)(6) 2026 subcutaneous catheter was inserted into the patient. When attempting to remove the tubing that was not left in the patient, the tubing twisted, exposing the metal part, which severely pricked the registered nurse¿s thumb. A needlestick injury therefore occurred. Current patient status: registered nurse undergoing the "blood exposure incident" (bei).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.